Manufacturer narrative:
This event concerns a device that was MFR and used outside the united states. The device, which is explanted 26 mos after implantation because it could not be interrogated, exhibited premature battery depletion due to excessive current consumption. This overconsumption resulted from an unusual low-resistance current path between two capacitors in the shock generator hybrid microcircuit, permitted by delamination of the protective coating. Since this prod has been MFR, corrective actions have been implemented in the mfg process to avoid the re-occurrence of such an event. The previous f/u was performed six mos before the device could not be interrogated; it should be reminded that a three mo f/u schedule should be observed, in conformance with recommendations provided in the user's manual.

Event description:
After 26 months of implantation, the device involved in this MDR report was explanted and returned because it could not be interrogated; in addition, no magnet response was observed.